Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device lot/serial number was unavailable. The UDI for the device is not available since the device lot/serial number is unavailable. The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak and reoperation.

Event description:
On an unknown date a patient underwent treatment of a descending thoracic aortic aneurysm with conformable gore® tag® thoracic endoprosthesis. The patient tolerated the procedure. It was reported that images (date and modality is unknown) revealed a proximal type I endoleak. There is aneurysm sac enlargement (amount is unknown). A reintervention occurred on (B)(6) 2021. An additional graft was inserted proximally. The endoleak was resolved. The patient tolerated the reintervention.